Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual and microscope inspections revealed the imaging widow detached in the lap joint section and was not returned for analysis. Impedance testing revealed no issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image blacked out during the run. The catheter was flushed, and the image quality remained poor. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging widow detached in the lap joint section.